Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had their back hit by a closing door and it seemed to have moved the pump. It was noted that the patient was having a few pains from being hit. It was reported that the event happened a week prior. It was noted that it was ¿awfully sore for 3-4 days¿. It was reported that the patient¿s pump was being used to infuse dilaudid.